Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The certas valve was returned for evaluation. The valve was visually inspected; it was noted that the silicone was cut/torn around the siphon guard as well as a mark in the siphon guard, also needle holes in the needle chamber were noted. The valve was leak tested, only leaked from the needle holes in the needle chamber, no leakage noted from the tear/cut in the silicone housing around the siphon guard. The valve passed the test for programming, flushed, reflux, siphon guard and pressure. No root cause could be determined for the problem reported by the customer as the technician could not confirm an occlusion with the valve at the time of investigation. The root cause for the cut/tear in the silicone housing around the siphon guard was probably due to a sharp or pointed object coming into contact with the silicone, as noted in the IFU silicone has a low cut/tear resistance. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no occlusions were noted.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported suspected occlusion of the certas valve abdominal catheter: the valve was implanted via l-p shunt due to subarachnoid hemorrhage on (B)(6) 2020 with setting 5. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2020, a CT scan revealed a looped abdominal catheter. The patient did not present any symptoms and the doctor decided to observe the patient without re-operation at that time. On (B)(6) 2020, re-operation was performed to correct the loop of the abdominal catheter and the valve was replaced with a new one due to a suspicion of occlusion.